Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product confirms intermittent out of range/antenna icon as evidenced by gaps in transmission for session started (B)(6) 2013.